Event description:
Pt presented with cystocele, rectocele stress urinary incontinence. Anterior posterior vaginal repair with anterior elevate miniarc and cystoscopy was performed on (B)(6) 2011 with implanted mesh. Pt presented back with mesh erosion. Planned surgical intervention to remove mesh. An excision of vaginal mesh cystoscopy was performed on (B)(6) 2011.